Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, throat irritation, headaches, dizziness, nausea, shortness of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Section h10 captured incorrectly in previous MDR. It has been corrected in this report. Section h10 should be previously reported as: the manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleged eye irritation, throat irritation, headaches, dizziness, nausea, shortness of breath. There was no report of serious or permanent patient harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 05/01/2023 for further evaluation. The device was evaluated on 07/17/2023. The device was returned to the manufacturer's product investigation laboratory for investigation. During inspection of the device was completed by the manufacturer found evidence of sound abatement foam degradation/breakdown was not observed in the base unit. In secondary findings dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device, evidence of water ingress on the blower and blower box. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes unable to address the symptoms described and can confirm the presence of contamination in the airpath.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.